Event description:
It was reported that the patient with this electrode had received an inappropriate shock due to oversensing of sense b node noise. Surgical intervention was performed, and the electrode was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This explanted s-ICD system is expected to be returned back from the field for analysis, this report will be updated upon completion of analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Visual inspection of the electrode did not reveal any abnormalities outside the bounds of normal medical use. Resistance and hipot tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this electrode had received an inappropriate shock due to oversensing of sense b node noise. Surgical intervention was performed, and the electrode was explanted and replaced. No additional adverse patient effects were reported.